Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The use of a sapien 3 valve in the inferior vena cava (ivc) position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. Note: the device was used in an off-label implantation in the ivc position with a sapien 3 valve. As there are no specific IFU or training materials related to sapien 3 with ivc procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, bulky or severe calcification, and valve under-sizing. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the event was unable to be determined, but may have been due to patient and/or procedural 9usage in an off label ivc position) factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13311.

Event description:
As reported by a field clinical specialist, a 29 mm sapien 3 valve was prepped for implant into a pre-existing stent in the ivc. The patient was admitted for right side heart failure with tricuspid valve insufficiency. During insertion the esheath appeared not to be advanced into the ivc, only into the distal iliac vein before introducer removal. The introducer was then removed and the sheath was advanced again without the introducer. There was no insertion difficulty or resistance on either attempt. The valve was successfully implanted. There was no withdrawal difficulty. Upon removal an extravasation was noted in the femoral vein/distal ivc. The patient was given one unit of blood and remained stable. No further intervention was required. Post implant there was no central leak. Per the records, "there was still communication between ra and large r-sided hepatic vein; therefore an additional s3 29mm was implanted more superiorly so that the fabric skirt would occlude this area." The operators were not sure if there was pvl, however the pressure in the ivc "was not normal" therefore a second 29 mm sapien 3 valve was implanted in the superior half of the of the outflow of the first valve. The ivc pressure returned to normal. The patient was doing well post procedure. Per medical opinion, it was unknown what caused the extravasation, however the esheath was advanced by the operator without the introducer in place. The operator didn't advance the esheath far enough into the ivc before removing the introducer from the sheath.